Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the customer has requested that the cs300 intra- aortic balloon pump (iabp) be checked before use. It was later clarified by a getinge field service engineer (fse) that the customer had dropped the iabp unit. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) was shuffled in aircraft during transport flight. Getinge field service engineer (fse) evaluated the unit and was unable to find any faults with the unit other than light scratches to the top of the display. Does not affect functionality. Safety, calibration, and functionality checks passed factory specifications during pm inspection. The patient involvement is unknown. The equipment was cleared for customer use. Problem description code: nopfd.

Event description:
N/a.